Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 during pre-implant interrogation, indicative for voltage too low for remaining capacity and presumed to be exposure to cold weather. Analysis has not yet been completed to determine if the device can be implanted. Additional information received from the field representative revealed that the memory dump for this device was sent in a pen drive to boston scientific technical services to perform data analysis but it was not received, therefore analysis could not be performed. There was no patient involvement. The information provided was not sufficient to allow determination of an specific cause.